Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) per medwatch mw5108125: patient stated cassette lot number is 4192062, expiration 2026/09/02, the pump displayed res volume of 32 milliliters when no disposable alarm started, no further details provided.